Manufacturer narrative:
(B)(4). The patient remained stable and was transferred to the intensive care unit for overnight observation with a planned echocardiogram the following day. There were no other complications. On (B)(6) 2016, the patient was awakened and extubated, but complained of chest pain. An electrocardiogram noted possible atrial fibrillation or atrial flutter with some mild st-segment elevation; the patient had experienced a small myocardial infarction and mildly reduced ejection fraction. Thus, a diagnostic angiogram was performed and it was noted that the svg to the posterior descending artery (pda), where a 2.5x28 rx xience alpine had been deployed at 16 atm without issue the previous day, was totally occluded (believed to be thrombus), with timi flow 0 in the proximal area of this stent. Attempts were made to cross the occlusion (possible thrombus) with an unspecified whisper guide wire and then an unspecified balance middleweight guide wire, but each of these wires was unable to cross through the occlusion (possible thrombus). A pilot 50 guide wire was able to cross with careful manipulation. The occluded stented segment was dilated along the entire length using a non-abbott 2.0 balloon. Intragraft nitroglycerin was then administered, but did not seem to perfuse the vessel. Thus, aspiration was attempted at the stent site, but timi flow was still 0, and little to no thrombus was able to be aspirated. No adverse patient effects related to use of all 3 guide wires occurred. As the patient remained hemodynamically stable and was comfortable, no additional invention attempts were made in the pda with the xience alpine stent. Next, an angiography of the svg to om, showed that the area where the 4.0x16 graftmaster had been placed was totally occluded with suspected thrombus, with left-to-left collaterals noted. As the patient was hemodynamically stable and collaterals were present, the procedure was ended with the svg to pda and svg to om remaining occluded and with the patient alternatively treated with iib/iiia inhibitor anti-platelet medication. The patient was discharged in good condition on (B)(6) 2016. No additional information was provided concomitant medical products: guide wire: asahi prowater str 180cm, guide catheter: medtronic 6fr lcb, stent: 4.0x38 resolute integrity. (B)(4). The device was not returned for evaluation. The reported patient effects of myocardial infarction and thrombosis are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. In addition, it was reported that a 4.0x16mm graftmaster was then deployed with a maximum pressure of 18 atm (atmospheres). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine device is being filed under a separate manufacturing report number

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation with extravasation in the severely stenosed saphenous vein graft (svg) to the 1st and 2nd obtuse marginal (om) coronary artery that had occurred during angioplasty and stenting, along with associated with hemodynamic collapse and hypovolemic shock with tamponade. A 4.0x16 rx graftmaster covered stent was advanced over a prowater 180cm guide wire, and into a 6fr non-abbott guide catheter via femoral artery access, and was deployed with a maximum inflation pressure of 18 atmospheres (atm), sealing the perforation. While angiography confirmed the perforation was occluded with no extravasation of dye, the patient continued to become hypotensive and an emergency subxiphoid pericardiocentesis was performed. As no significant amount of blood was able to be aspirated, it was believed that the right ventricular cavity may have been entered. Attempts were made to advance the prowater guide wire, but it was unable to be advanced, suggesting that the pericardiocentesis needle was not in the appropriate position. The patient continued to become more hypotensive and required vasopressor, intubation, and mechanical ventilation. An echocardiogram showed normal left ventricular function without collapse of the right ventricle and a small, fibrinous, and coagulated pericardial effusion that was not accessible by pericardiocentesis due to the coagulation. At this point, the patient was hemodynamically stabilized and placed on minimal levophed drip.